Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her son's insulin pump had a foggy display screen. The patient's blood glucose at the time of incident is unknown. The mother stated that the screen was foggy and that she was unable to read the numbers. She often cleans the screen but the fogginess always returns. The mother confirmed that there were no scratches on the screen and that the pump was not damaged or cracked. The call was disconnected and no further assistance was able to be provided. No products were shipped or returned.